Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirmed the tips are bent on the rdce frcps w/ pts brd. The device shows significant signs of wear/usage. A review of complaint history for the listed part revealed no prior complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.case-2020-00018977-1

Event description:
It was reported that a clamp bent on the tips during surgery. The patient was not harmed. There was no delay in surgery. Another sn backup product was available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.